Manufacturer narrative:
Additional information indicates that this device was explanted due to normal battery depletion, per procedure paperwork. Analysis of the device was performed at our post market quality assurance laboratory. An engineering level longevity calculation confirmed that the device met labeled longevity expectations. Final analysis was unable to confirm the clinical observations, and concluded that this device was electrically within specification. This event will be updated if any additional information becomes available.